Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 21-jun-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-5 error message. Customer's test strips have been opened since (B)(6) 2022. Customer had a new vial of strips; during the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix go meter. Customer had 3 glucose tablets 15 minutes prior to calling as she stated that she checked her blood glucose and it was 74mg/dl; customer was not concerned with the result. Customer took another test and got another hi non-fasting. The customer¿s expected fasting blood glucose test result is 200mg/dl. At the time of the call the customer advised that she was sweating but denied the need for any medical intervention. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 05/19/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 18-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.